Manufacturer narrative:
Additional information. Section f9: approximate age of device - 1 year & 5 months. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with log file (B)(4) submitted february 19, 2019. The log file captured no external power alarm events on (B)(6) at 8:00 pm and (B)(6) at 8:35 am. According to voltage values, the alarm events appear to be related to a power loss when the system was supported on the mobile power unit. The system reverted to the 11v backup battery for support during the power loss. The pump speed value matched the set speed value of 9,000 rpm for all events. To date, the mobile power unit (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: manufacturing date not provided, could not calculate age of device. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2013. It was reported that there were multiple no external power and low power hazard events on (B)(6) 2019 and (B)(6) 2019. These types of events can potentially be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. No further information was provided. Additional information regarding the event was requested.